Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an insulin flow occlusion alarm event on (B)(6) 2026. The event occurred three hours after insertion the insertion site at the abdomen and the blood glucose level was high and was treated with a correction bolus via pump.